Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an extraction of an implantable cardiac monitor, the plastic part of the device became detached. The part remained inside the patient. A new device was implanted in the patient. Patient was stable.

Manufacturer narrative:
Device was received without any telemetry. Visual inspection found the device with a broken header which is consistent with explant damage. Session record history indicated that device had normal battery depletion and voltage had reached eol level. Longevity assessment was performed and device displayed normal battery depletion. As a result of this finding, abbott is performing further investigation.